Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain and discomfort for unknown reason. In turn, surgery may occur later to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and repositioned to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event of ipg replacement due to discomfort was reported to abbott. The surgery was postponed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.